Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician replaced the pt's leads due to impedance measurements out of range (measurements not reported). The pt settings were voltage of 9.0 volts, pulse width of 420 us, rate of 35 hz (time on: 0.2 seconds, time off: 2 seconds). The pt outcome was reported as continued nausea, dysphagia, and indigestion.